Event description:
It was reported that the first fiber used during a photoselective vaporization of the prostate procedure stopped working after 22,391 joules and 5:01 minutes of use. A second fiber was chosen to continue with the procedure but after 570,672 joules and 75 minutes of use, the fiber lens broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This report is for the second fiber.

Manufacturer narrative:
Correction provided in b5: joules corrected in event description. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge. Additionally, there was a circumferential fracture proximal to the bevel edge, and it appeared as though the glass cap section between the distal and proximal breaks was missing. There was significant detritus on the metal cap, which is evidence of prolonged tissue contact. A functional signature verification test with the hene (helium-neon) laser fixture was unable to be performed because the fiber connector was identified to be damage upon inspection. However, due to the clear evidence that the device was used, and because there were no complaints against the connector, it is likely that this damage occurred after the procedure or during transit back to the manufacturer. The alleged report of broken lens is confirmed based on the identified glass cap circumferential fracture and missing glass cap section. Due to the observed glass cap damage, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The observed fracture and break of the glass cap likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the first fiber used during a photoselective vaporization of the prostate procedure stopped working after 22,391 joules and 5:01 minutes of use. A second fiber was chosen to continue with the procedure but after 57,067 joules and 75 minutes of use, the fiber lens broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This report is for the second fiber.